Event description:
Upstream occlusion. Emend- four times. Max air detected. Emend-3 times. All pump malfunctions assessed by nursing and nothing was found to be causing the problem. Contributing to alarm fatigue.

Event description:
Upstream occlusion. Emend- four times. Max air detected. Emend-3 times. All pump malfunctions assessed by nursing and nothing was found to be causing the problem. Contributing to alarm fatigue.